Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that after turning on the power switch, an alarm occurs and the front panel display goes off. This is attributed to the faulty printed circuit board. The light emitting diode (led) lights of the front panel also failed with random movement noted. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a power failure and yielded no power. There is no harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely causes for the reportable events are as follows: 1. After the power switch was turned on, an alarm occurred due to a failure of the main circuit board and the front panel display was turned off. The cause of the main board failure could not be determined. 2. The light-emitting diode (led) component failure could not be determined. 3. The defective power supply was not duplicated, therefore, the cause could not be determined. Olympus will continue to monitor field performance for this device.